Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the vitrectomy probe broke in the patient¿s eye during the vitrectomy surgery. The surgery was completed on same day by replacing the pak. There was no patient impact.